Event description:
MFR received a report from the dealer that the user was allegedly electrocuted while in bed and turning on a lamp. Bed has not been positively identified as an invacare product. Details of the incident were not given and whether bed was in use at the time of the incident has not been determined. How and if co's device caused or contributed to the incident is unclear.